Event description:
It was reported that during the procedure the sales representative realized that the lamp was operating at 70% capacity, then it turned off and the laser stopped working. The procedure was cancelled/rescheduled due to this event and no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.